Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed.. The return of the sample is pending. The investigation of the reported event is currently underway.device pending return.

Event description:
It was reported that during an angioplasty procedure through femoral vein, the pta balloon allegedly ruptured at 6atm. It was further reported that the pta balloon was allegedly detached from the catheter shaft and the detached parts of balloon was allegedly difficult to remove from the patient. The physician managed to puncture the balloon and device fragments remained in the vessel were removed from the patient through sheaths. The status of the patient was reported as stable.

Event description:
It was reported that during an angioplasty procedure through femoral vein, the pta balloon allegedly ruptured at 6atm. It was further reported that the balloon allegedly got stuck and when mild traction was applied on the catheter, the shaft broke and part of the shaft with the balloon remained in the vessel. The physician punctured the balloon with a needle and the device fragments were removed from the patient through the sheath. The current status of the patient is stable.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported balloon rupture, balloon detachment and difficult to remove could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (method). H11: b5, h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during an angioplasty procedure through femoral vein, the pta balloon allegedly ruptured at 6atm. It was further reported that the balloon allegedly got stuck and when mild traction was applied on the catheter, the shaft broke and part of the shaft with the balloon remained in the vessel. The physician punctured the balloon with a needle and the device fragments were removed from the patient through the sheath. The current status of the patient is stable.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: one atlas gold pta dilatation catheter consisted of the catheter shaft with no balloon attached and detached inner guidewire lumen was returned for evaluation and one detached balloon which was unable to determine which sample complaint it was associated with. On the visual evaluation, the balloon was noted to be detached, and balloon fibers were present on the proximal and distal glue welds. The inner guidewire lumen appeared to be in (2) segments, segment (1) consisted of the distal end of the guidewire lumen which was noted to have bunching and tearing throughout. A distal tip is present along with the marker bands. Segment (2) consists of the remaining proximal end of the guidewire lumen, which was noted to be bunched and stretched throughout. No other anomalies were noted. No functional testing was performed due to the condition of the device. Therefore, the investigation for the reported balloon rupture remains inconclusive as the returned balloon was unable to determine which sample complaint it was associated with. No evidence of a balloon rupturing could not be noted due to the condition of the device. The investigation was also confirmed for difficult to remove as the inner guide was noted to be bunched and had tearing throughout the length. The investigation was also confirmed for reported detachment as the device returned into multiple fragments which consist of a detached balloon, catheter shaft and inner guide lumens. The investigation was also confirmed for identified material frayed as balloon fibers were present on the proximal and distal glue welds on the returned device. A definitive root cause for the reported balloon rupture, balloon detachment and difficult to remove and identified material frayed could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.